Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the middle port. This event occurred during set up of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection with naked eye noted the reported leak. Functional leak testing was performed by filling the bag with tap water. A leak was noted at the spike port tubing. Visual inspection with magnification observed spike port tubing end flared where cap is attached. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.